Manufacturer narrative:
During examination of the returned rod, it was noted there was evidence that three closure tops were installed; however, the witness marks on the rod indicate one of them was not seated correctly against the rod.

Manufacturer narrative:
The rod part and lot number were provided may 10, 2016; the facility reports the rod will be returned for evaluation. The user facility is foreign; therefore a facility medwatch report will not be available. Based on the information provided there is no alleged failure of the rod to perform as intended. If the device or additional information is received a follow up report will be submitted. Report three of three for the same event; see also 0002184052-2016-00042.

Event description:
The sales associate reported that after a surgery, a revision surgery had to be performed days later to replace a broken screw that was discovered with an x-ray. In order to remove the broken screw, three closure tops and the rod had to be removed. They replaced the rod with a new one and changed the three closure tops with new ones.

Manufacturer narrative:
The returned device was examined. There were no alleged deficiencies associated with this device. There were no deficiencies with this device detected during evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.